Event description:
It was reported that cadd-solis vip, alarms no cassette attached. No patient injury reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
Other text: additional information was received indicating the issue could not be duplicated a second time. Per reporter, the pump was being put back into rotation and not returned for investigation.